Event description:
It was reported that: the pt states that he cannot turn on his hip. The pt takes 3-4 advil daily for discomfort, but doesn't characterize it as pain. The pt had an MRI, x-rays and blood work. The pt states that his surgeon will reevaluate him in one yr.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info rec'd from the pt indicated that reported device may be either rejuvenate or abgii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.